Manufacturer narrative:
Age/date of birth at time of event and weight were not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 4 months. The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016 the patient presented to the clinic with green drainage at the driveline exit site. Cultures were positive for pseudomonas. On (B)(6) 2016 the patient underwent surgical debridement of the driveline exit site, and vacuum assisted closure (vac) therapy was applied. The patient was discharged home with a peripherally inserted central catheter (PICC line), and wound vac. The patient was prescribed intravenous zosyn and oral levaquin. The infectious disease service was closely following the patient. No additional information was provided.